Event description:
I have purchased an ear cleaning device called qgrips from this website: https://qgrips-official.org/ the website says that the device is suitable for users of all ages and is safe to use, however, the device does not work as marketed i.e., the device does not fit into adults ear and when I tried to use it for my child, he said that it is hurtful. Accordingly, I believe this device is a medical device, however, it seems that it is not suitable for the intended purpose. I think the seller might not be compliant with safety and effectiveness requirements for such type of devices. (B)(6). FDA safety report ID # (B)(4).